Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. Nonsustained lead noise and post paced t wave oversensing were observed on stored egms. Programming changes were recommended. Device remains implanted.